Event description:
It was reported in an article that a total of 51 patient (56 vertebrae) underwent balloon kyphoplasty procedures (bkp) within a 7 month period to treat osteoporotic vertebral fractures (ovf). The purpose of the study was to 'examine retrospectively whether posterior vertebral wall injury would influence ement leakage into the spinal canal." The average at the time of operation was 73.9 years old (range, 52 to 86 years). The levels of ovf were : th7 in 1 ; th8 in 2 ; th9 in 2 ; th10 in 2 ; th11 in 6 ; th12 in 9 ; l1 in 10 ; l2 in 7 ; l3 in 6 ; l4 in 7 ; and l5 in 4 vertebrae. In one case without any posterior vertebral wall injury, cement extravasation into the spinal canal was detected in l3 at 1 week post-op using a postoperative CT and xp. According to the report, cement leakage was monitored under fluoroscopic visualization and immediately stopped filling the cement when the cement was found at the posterior of anterior two-thirds of the vertebral body. This patient also "experience reduction with curette" and "both balloon inflation volume and cement filling volume was 3ml. Postoperative neurological findings were not observed", per the report. No patient complications were reported

Manufacturer narrative:
Literature citation: hirotsugu omi, keisuke nakano, keiryo nakahara, tomohiro lwasawa, toshimitsu kawagishi. "Does posterior vertebral wall lnjury lnfluence the safety during balloon kyphoplasty". Journal of spine research. Vol. 4, no. 6; 2013: p 1024-1027. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.